Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter and tandem-provided usb charging cable. There was no adverse impact to the customer's blood glucose level. Reportedly, the new charging supplies were sent to the customer and the customer was able to successfully charge the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.